Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post ablation procedure, the atrial lead exhibited an abrupt increase in the impedance. Fluoroscopy was performed for investigation, and revealed that the atrial lead was broken around the anchoring sleeve. A revision procedure was scheduled. It was also reported that the implantable pulse generator (ipg) migrated. During the revision procedure, atrial lead fractured at the sleeve was confirmed, along with spike and high impedance, noise and increased pacing threshold. The atrial lead was capped, and a different lead was implanted and connected to the existing ipg. No ipg intervention was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.